Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon receipt, the belt failed a fall-off test. In addition, the trunk cable connector overmold cover was cracked and the dn to rear te cable was pulled from strain relief. Upon evaluation, the brown (-5v) wire was open in the trunk cable insulation. The cause of the messages and test failure was the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the truck cable. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust/check belt messages. The pt was issued a replacement electrode belt.